Manufacturer narrative:
H.6.: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that during a gynecological procedure, the bowel was perforated. The patient was then transferred to itu.